Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports the cable caught fire on (B)(6) 2013 during surgery. No patient injury reported. Possible breaks in insulation. On (B)(6) 2013 customer reports the surgeon was performing a mediastinoscopy. The cable was connected to a valley lab electrical bovie unit. Cable was in use for less than 5 minutes before the flame occurred. The flame occurred at a break in the cable near the connection of the electrosurgical unit. Fire went out when cord burned through. Fire did not involve surgical field. Customer believes patient was at risk for harm.